Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the pt underwent generator replacement surgery due to end of service. Subsequent investigation found that the treating physician reported diagnostics of "high", with an elective replacement indicator of no. Battery life calculation performed with available programming history resulted in 4.26 years left until end of service. Device malfunction is suspected as there was a reported high diagnostic findings.